Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: note the use by date. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties to be related to user error.

Event description:
It was reported that an expired 4.0 x 23 mm xience xpedition stent was implanted in a patient. There no adverse patient effect reported. No additional information was provided.